Manufacturer narrative:
The DHR (device history record) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacturing of this product for a similar condition as reported in this complaint. A sample was received for evaluation. After a visual inspection the issue reported was confirmed; the tip was detached at the end of the catheter. The root cause may be due to a lack of solvent during the bonding process. Since this is a manual operation the reported condition could be originated due to a lack of solvent between the tip connector to the bolus tip and the hollow rod connector. As a mitigation plan the production personnel were notified about the reported condition and the acceptable quality limit level for sub assembly inspection was moved from normal to tightened in the functional inspection, to increase awareness. A quality alert was posted in the line to reinforce the manual assembly process and to notify the operators about the sections that must be covered with enough solvent. To improve the bonding process a new fixture was designed to improve and standardize the solvent application between the tip connector to bolus tip and hollow rod connector. A new fixture was placed in the assembly line to control the length of the connector. This action will detect the connectors that do not meet the minimum length. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer reports that the weighted tip at the end of the catheter came off during the installation. The patient needed a simple plate x-ray of the abdomen every day for 6 days until expulsion. Patient current status is stable.